Event description:
It was reported that (1) device was used during a varicocele procedure. It was reported by the affiliate that the pmw35 instrument staples remained open when fired. There was no consequence to the pt.